Event description:
It was reported that a pump motor stall was confirmed in the attention dialogue box. The motor stall was also recorded in the event logs with motor stall recovery noted. The reporter indicated that the motor stall was caused by the patient having a CT scan due to "mental status changes". The hcp thought that the patient status may be the result of a stroke. The pump contained morphine (pf morphine sulfate) - 25 mg/ml at a daily dose of 3.25mg/day. The last pump refill was in 2008. Additional information has been requested from the hcp, but was not available as of the date of this report.